Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicates that lead conductor was damaged and all coils were fractured.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicates that lead conductor was damaged and all coils were fractured.